Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed and replicated the reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. No pieces were missing. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of the broken pitch cable was attributed to a component failure and related to device design. An additional observation that not reported by the site and not related to the primary failure was identified. The housing was removed from the back end and found the flush tube guide dislodged from its installed location. The component was returned with the instrument and was not damaged. No additional damage found on the back end. The root cause for the dislodged flush tube guide is attributed to user mishandling or misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the instrument log for the small grasping retractor (part # 470318-08 / lot# n10161209 / sequence # (B)(4)) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2021 on system serial # (B)(4) with 1 use remaining. Based on this review, the instrument was not used in subsequent procedures after the alleged event. Based on the additional information obtained from failure analysis investigations, this complaint is being classified as a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the small grasping retractor had a broken wire near the joint which caused the instrument to work improperly. Intuitive surgical, inc. (Isi) performed follow-up and obtained additional information related to the event. The issue was quickly identified, and the instrument was removed from the patient, and was set to the side. Another instrument was provided to the surgeon and the case proceeded. There was no report of injury to the patient. It was unknown if the surgeon searched for any fragments which could of fallen into the patient. No patient-related information could be provided.